Event description:
It was reported that during a hepatic duct dilatation procedure, the catheter balloon burst at 4 atm. The catheter was removed without patient injury or further complications being reported.